Event description:
It was reported by patient that called to report 2 instances of issues of reports that patient attempted twice to prime tubing and it has reached the point where the app reads "prime volume reached" without seeing droplets at end of tubing. Patient reports luer lock is tight and does not notice visible damage or kinks to tubing. Patient uses lispro insulin in pump. During previous attempt when the same issue happened, the patient tried to prime once, and it did not prime. On second attempt at priming, the patient did see droplets at end of tubing and stated that the blood glucoses were higher after the problem 2 weeks ago. There was patient involvement with no harm.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available.